Manufacturer narrative:
Device inspection is pending. Further investigation should confirm the root cause. Investigation results will be provided within a final report if new information will become available.

Event description:
Customer reported table moved during the procedure. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. ¿ task-related patient transfer within the operating theatre. ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. The field service of baxter performed an onsite investigation at the hospital. The allegation that the table moved during the procedure could not be confirmed. Most likely the patient shifted on the tabletop due to lack of security by the user. During investigation, the field service technician identified the operating table did not function due to a motor error. The cause of the issue was traced to fluid residue on right leg motor and distribution board. The failure was resolved by exchange of affected motor and the distribution board. Based on this, no further actions are required. Although there was no reported injury with this event, if the report of an unintended movement were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
Customer reported table moved during the procedure. This report was filed in our complaint handling system as complaint #(B)(4).